Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the device did not fire. The surgeon was able to pressed the green button however the handle was not able to squeezed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not fire. The surgeon was able to press the green button, however the handle was not able to squeeze.